Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon did not show any visual defects and was in a good condition. No damage found on the catheter of the device. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a hole located at the distal section of the balloon. This failure is likely due to factors or conditions related to procedure and/or the interaction between the balloon and the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the middle part of the ductus choledochus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6). According to the complainant, during the procedure, the balloon suddenly lost pressure, and it seemed like the balloon burst. The device was then removed from the patient, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the middle part of the ductus choledochus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon suddenly lost pressure, and it seemed like the balloon burst. The device was then removed from the patient, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.